Manufacturer narrative:
The insulin pump was received with a motor error alarm during rewind and a motor position encoder error alarm was found in the alarm history due to an out-of-phase motor encoder signal. The displacement test could not be performed due to the motor error alarm. The following physical damage was also noted: a broken reservoir tube lip, a missing reservoir tube o-ring, cracked reservoir tube window, cracked battery tube threads, and minor scratches on the lcd window. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error after he wore the pump during an MRI. The patient's blood glucose at the time of incident was 50 mg/dl. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. However, the MRI exposure may have damaged the pump. The customer also mentioned that the pump alarmed with a motor position encoder error. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.